Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement were within specifications. No unexpected insulin flow blocked alarms were noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. The pump was received with a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump would not exit the preparing to prime loop. The customer reported that the device was dripping insulin after manual priming and numbers were ramping on the display. The customer did not recall any significant events leading up to this issue. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.